Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-02758. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath.   The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the bleeding from the apex is unknown; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards affiliate in (B)(4) during a transapical tavr, a 23mm sapien xt valve was deployed directly without balloon valvuloplasty. The blood pressure (bp) did not recover at 35/32mmhg post deployment of a 23mm sapien xt valve. Residual paravalvular leak (pvl) was moderate. Post-dilation was performed with additional 1ml contrast solution but the pvl did not change from moderate. The bp also remained low around 42/30mmhg. Cardiac massage was initiated. Tee showed coronary artery occlusion, and percutaneous coronary intervention (pci) was performed to the left circumflex (lcx) and left anterior descending artery (lad). Percutaneous cardiopulmonary support (pcps) was performed, and the bp rose to 124/46mmhg. The patient left the operating room under pcps support. In the evening on the procedure date, the blood pressure decreased. CT examination showed a cardiac tamponade. Thoracotomy found a bleeding from the apex and hemostasis was performed. Although hemostasis was achieved, acidosis developed on postoperative day (pod) 1. The condition did not improve and the patient expired on pod-4 due to non-occlusive mesenteric ischemia (nomi).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.